Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the air/water cylinder had no color, suction cylinder had no color, upward/downward knob had corrosion, forceps channel port had a scratch, scope connector cover unit had a stain, plug unit had a scratch, bending angle in down direction did not meet the standard value due to wear of angle wire, plastic distal end cover had a crack, light guide lens had a crack, the bending tube was deformed, connecting tube had a scratch, and the universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope bending section and insertion tube had physical defects. The device was returned for evaluation. During the device evaluation, it was found that the air/water tube, air/water cylinder, and the nozzle had foreign mater. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.